Event description:
No additional event information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4 (expiration date), g3, g6, h2, h3, h4, h6, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: findings: diagnosis ¿ loosening of the prosthesis with incorrect position at the right cup. Context of a prosthesis that was problematic with a bad acetabular position, especially associated with an excessive anteversion. This was a very special case since the patient seemed to have symptoms of cobalt poisoning with a metal-to-metal prosthesis. Significant metallosis in the patient with grayish to blackish tissue discoloration around the hip. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 157442 m2a-magnum mod hd sz 42mm 053400 139256 m2a-magnum 42-50 tpr insrt std 567630 g2: foreign: canada. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had an initial right total hip arthroplasty. Subsequently, the patient was revised due to symptoms of cobalt toxicity as well as loosening and incorrect positioning of the cup. During the revision, the cup was found in excessive anteversion with metal related pathology findings. The initial stem was left intact, and all other components were revised without complication.